Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 46 (mg/dl). Reportedly, the customer believed the pump over-delivered causing the low bg. Juice was consumed and a temporary basal rate was set to 80% to address bg level. The customer's bg then rose to 354 (mg/dl) and the customer believed the cause of the elevated bg level was the pump. A pump system check and review of the pump t:connect data logs were performed and no device issues were identified. However, the customer maintained the pump was not functioning properly. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported insulin delivery issue; however, a different issues were identified (occlusion alarm and empty cartridge alarm). An occlusion alarm investigation could not be completed as the cartridge was not returned.